Manufacturer narrative:
Reference record (B)(4). Date of birth-(B)(6). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore a return sample evaluation is unable to be performed. Buried bumper syndrome is a known complication of a peg tube placement. Instructions for use indicates once the stoma site is healed, the abbvie peg tube should be mobilized. Push the abbvie peg tube carefully 3-4 cm into the stoma and move the tube in a bi-directional motion (back and forth) every time the dressing is changed. When doing so the tube should not be turned or rotated under any circumstances to prevent the formation of loops and dislocation of the abbvie j tube. It is important for the tube to move freely in the stoma to prevent the internal retention plate from becoming embedded (¿buried bumper syndrome¿). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in romania underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019 it was reported the patient was hospitalized for walking problems, leg pain and pain in left hypochondriac region starting (B)(6) 2019. The gastrostoma was local with purulent secretion, pain, granuloma and fixation of the cannula. A gastroscopy showed buried-bumper syndrome. On (B)(6) 2019 duodopa pump was stopped and oral treatment with isicom tablets was started. On (B)(6) surgical treatment of buried-bumper syndrome was performed, and tube was removed. The patient was discharged from the hospital (B)(6) 2019.